Event description:
It was reported that pump displayed malfunction code 9 with fault ID 0x20f, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer had not yet reset pump for this malfunction, and technical support was prepared to provide reset instructions, but caller was not at home and planned to call back later to complete pump reset; no additional information was received regarding the outcome of the event.